Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor was inserted into the sim vivo fixture with connector key. The sensor was activated with a known good reader and smu(source measurement unit) test was performed and signal and sound icons were observed as activated. Waited for few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an email complaint which reported an alarm issue with the adc device. The customer reported that the low alarm failed to sound when a glucose scan of 53 mg/dl was obtained on the sensor. The customer experienced symptoms described as loss of consciousness, drowsiness, and "a kind of dazed condition". The customer reportedly self-treated with 0.2l of fruit juice and a post-treatment sensor scan of 113 mg/dl was obtained. Subsequently, the adc sensor scan dropped back down to initial scan of 53 mg/dl but the low sensor's alarm did not alert again. The customer could no longer react, then fell asleep and when they woke up approximately two and a half hours later, they experienced severe headache and "still a little dizzy". The customer obtained a reading of 61 mg/dl from a competitor brand meter and self-treated with food. There was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an email complaint which reported an alarm issue with the adc device. The customer reported that the low alarm failed to sound when a glucose scan of 53 mg/dl was obtained on the sensor. The customer experienced symptoms described as loss of consciousness, drowsiness, and "a kind of dazed condition". The customer reportedly self-treated with 0.2l of fruit juice and a post-treatment sensor scan of 113 mg/dl was obtained. Subsequently, the adc sensor scan dropped back down to initial scan of 53 mg/dl but the low sensor's alarm did not alert again. The customer could no longer react, then fell asleep and when they woke up approximately two and a half hours later, they experienced severe headache and "still a little dizzy". The customer obtained a reading of 61 mg/dl from a competitor brand meter and self-treated with food. There was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.